Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a glucometer reading of 53 mg/dl and a dexcom g7 reading of 46 mg/dl; the event was discussed and troubleshooting and education were completed, and no device alerts or alarms were reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included complaint intake review and user-led troubleshooting based on standard education. Investigation of this case revealed no reported device alarms and no reported device malfunction, with no device component implicated based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.